Manufacturer narrative:
(B)(4) device evaluation: the cartridge was returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a leak test was performed and no leaking was observed from the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that there was a strong smell of insulin in the cartridge compartment. The patient stated that they did not see any leak in the pump on cartridge removal but reported that the smell was very strong. The patient did not notice any leak or smell of insulin at the luer lock connection. There is no reported adverse event with this complaint. This report is made based on the allegation of the cartridge leak issue.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.